Event description:
It was reported that during in clinic follow-up, patient presented with no capture and decreased r-wave amplitude on their right ventricular lead. The lead was explanted and replaced on (B)(6) 2021. The patient was asymptotic and in stable condition.